Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic myomectomy the abdominal cavity was being irrigated when a piece of plastic was discovered and immediately retrieved. The trocar was confirmed to be damaged at the outer sleeve and appeared deformed. No patient injury. No extension in surgical time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. There was damage to the distal end of both of the cannulas. There was also damage to one of the circular seals. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition can be caused by rough handling of the device and forcing the end against thick tissue, bone, or surgical tools. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The investigation detected a secondary condition of damaged circular seal that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.